Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. The product development team is aware of this complaint and has a new design to mitigate the reported failure. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. The enhanced attune patella drill clamp will be distributed under product code 254501055. (B)(4) was approved on november 25, 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Attune patella clamp was stuck in closed position and difficult to use.